Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a papillotomy procedure to extract stones from the common bile duct on (B)(6), 2011. According to the complainant, during the procedure, the handle was unable to be flexed to bow the cutting wire. No visible damage was noted to the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the working length was kinked and the cutting wire failed to bow as intended (not in plane), this is now considered a reportable event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was kinked in multiple places. The extrusion was smashed at approximately 18mm from the distal tip and approximately 10cm of the distal end of the device was twisted. A functional evaluation of the device was performed by activating the handle of the device. The device met the minimum bowing specification. However, the device was not able to be bowed in plane (cannulating wire movement). A review of the device history record (DHR) confirmed that the device met manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A root cause of this damage could not be determined.